Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): the hair within sterile packaging reported was likely the result of a lack of standardization around variables (process, lighting, ppe) pertaining to material handling and visual inspection. Variance in applied ppe of red/blue zones, lack of operator awareness during visual inspection, inconsistency in red zone disinfection frequency, and interim product storage/cleaning are areas of concern that contributed to hair and fod in the sterile barrier system. Additionally, a lack of routine training decreased awareness around contamination complaints historically investigated, contributed to field contamination complaints of pouch sealed product.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, prior to use and during set-up, while the nurse was opening the sterile packaging, they noticed a hair inside the package. The physician had to grab and open another glenosphere. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The device is available for evaluation.